Manufacturer narrative:
The device history record of reported lot number: 6012478 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device had a blue plastic particle. The particle was a blue plastic particle similar to the blue on the clamp. There was no patient involvement, and no patient harm/adverse event reported.